Manufacturer narrative:
The insulin pump was received with corroded battery tube, however, the insulin pump was monitored and no unexpected battery out limit alarms occurred during testing. The insulin pump had normal operating currents. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed battery out limit. The customer's blood glucose level was not reported. The customer was unable to clear the alarm by pressing the esc and act button. The customer discontinued the use of the insulin pump and followed their medical prescription for insulin shots until the replacement arrived. The customer was advised that the device would be replaced and agreed to return the product for analysis.